Event description:
It was reported the patient "seemed to have jumping sensation associated with "inhaling" with the device. There was no phrenic stimulation when the right ventricular lead was tested. Disconnecting the atrial lead also did not reduce the sensation during inhalations. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.